Event description:
Boston scientific crm received information that this device triggered the end of life (eol) indicator with charge time measurements of 35.6 seconds and a monitoring voltage of 2.67 v. Technical services discussed that the device should be replaced. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.